Manufacturer narrative:
(B)(4). One week after the onset of the peritonitis event, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On an unknown date, the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin 2 g twice a week (duration not reported) for peritonitis. Dianeal therapy remained ongoing. Six days prior to the receipt of this report, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.